Event description:
This report is being filed after subsequent review of the following journal article, kwan, k., lau, t.w., and leung, f. (2011). Operative treatment of distal radial fractures with locking plate system- a prospective study. International orthopaedics, 35, 389-394. The authors conducted a prospective study of 75 patients (41 males, 34 females, mean age 51 years) between may 2004 and november 2006 to document the outcomes of open reduction and internal fixation of distal radius fractures. Patients were treated with the synthes 2.4-mm locking plate system; a combination of juxta-articular volar plates, and right-angle l, t and straight plates were used. All fractures united at the three months follow-up. Three patients experienced loss of reduction and required revision fixation. Carpal tunnel syndrome was reported in three cases and open release was performed. There were two cases of tendon irritation, which were treated conservatively. There was one case each of dorsal intercalated segment instability (disi) and volar intercalated segment instability (visi). The authors concluded that internal fixation of distal radial fractures with a 2.4-mm locking plate system provided a stable fixation with good clinical outcomes and patient satisfaction. This is report 2 of 2 for complaint com-(B)(4). This report is for an unknown plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.